Event description:
Customer reported that a pyxis medstation es system caused user harm during medication removal. Customer reported that a nurse sustained an avulsion of the nail at the cuticle and required treatment at urgent care. Nurse reported urgent care put the nail back in the cuticle and sutured it in place. The customer provided pictures and reported finding no traces of blood or skin present in the station. Patient involvement or harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system caused user harm during medication removal. Customer reported that a nurse sustained an avulsion of the nail at the cuticle and required treatment at urgent care. Nurse reported urgent care put the nail back in the cuticle and sutured it in place. The customer provided pictures and reported finding no traces of blood or skin present in the station. Patient involvement or harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist assisted the customer with the report. No device malfunction.

Manufacturer narrative:
Retro supplemental h11 verbiage: this supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2020 to (B)(6)2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device caused user harm during the medication budesonide removal. The customer reported that the user finger was caught between the drawer and the edge of the drawer above it, experienced an avulsion of my nail at the cuticle which needed urgent care for sutured it in place. The technical support specialist created ticket (B)(4) to report the user harm based on customer provided information and this serious injury reported to quality compliant team.

Event description:
Customer reported that a pyxis medstation es system caused user harm during medication removal. Customer reported that a nurse sustained an avulsion of the nail at the cuticle and required treatment at urgent care. Nurse reported urgent care put the nail back in the cuticle and sutured it in place. The customer provided pictures and reported finding no traces of blood or skin present in the station. Patient involvement or harm was not reported.